Event description:
It was reported that a customer received an altitude alarm on their pump. There was no reported impact to the customer¿s blood glucose level. The pump was checked, found to be functioning correctly, and no alerts or alarms were identified during a system check. The customer reverted to a replacement pump.